Event description:
It was reported that the patient reported uncomfortable stimulation [related manufacturer reference number: 1627487-2026-07885] and pain at the ipg site. Diagnostic report indicated that one lead had multiple impedances. As a result, surgical intervention was undertaken on (B)(6) 2026 where the lead was found to be fractured, was replaced and the ipg was repositioned to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.